Event description:
Vague report of overinfusion. Biomedical determined through pump set up configuration and testing that the pump was used in the ml/min mode when the nurse intended to use it for ml/hr mode. The pump was being used to administer formula to a premature infant at the time of this event. No injury resulted from this infusion. Biomedical attributed overinfusion to the fact that the pump most probably was reconfigured at some time before this use and the medication error was subsequent to that change. Biomedical has implemented a corrective action process in attempt to prevent reconfiguration of the pumps by personnel other than biomedical personnel.